Event description:
It was reported that premature battery depletion was suspected. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering analysis of device data indicates that the power consumption of this device has been increasing during the past year. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was received for analysis, and the investigation is currently in progress. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. Data was sent to the technical services department for engineering analysis, and confirmed the premature depletion. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. Because of this anomaly, technical services recommended replacing the device. Subsequently, this device was explanted and replaced. No additional adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The device currently remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that during ongoing use, premature battery depletion was suspected. Data was sent to the technical services department for engineering analysis, and confirmed the premature depletion. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. Because of this anomaly, technical services recommended replacing the device. No adverse effects to the patient were reported.